Event description:
It was reported that the user experienced a brief dexcom g7 continuous glucose monitor (cgm) issue while attempting to calibrate the ilet using a manual blood glucose value following discordant cgm readings; troubleshooting and education were completed, and the sensor site appeared viable. User experienced an elevated blood glucose peak of 392 mg/dl with associated symptoms of polydipsia and polyuria. Outcomes included continued use after calibration with instruction to call back if the sensor error persisted or if glucose did not regulate; no hospitalization or outside medical assistance was needed. User support included remote assessment, review of cgm signal loss and brief sensor error, verification of site viability, and guidance to calibrate via the ilet glucometer function. Investigation of this case revealed a transient cgm sensor performance issue with brief signal loss that was resolved by user calibration, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user calibration resolving a transient sensor error consistent with brief cgm communication or sensing variability.